Manufacturer narrative:
The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Probable cause could be due to improper handling by the user, excessive stress to the cable was applied. Stress applied caused a malfunction to the cable unit causing image noise to the unit. Excessive stress was applied to the head part causing the base plate of the coupler to have bent and the center image deviated. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable. Olympus will continue to monitor complaints for this device

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint of ¿image flickers and image gets lost¿ was confirmed. The device was visually inspected and found that the image flickers due to faulty cable unit. The coupler base plate is bent causing an off-centered image. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the image. The image does not appear. The image flickers and then gets lost. This event occurred during preparation for use for a laparoscopic procedure. The procedure was completed with a different camera. There was no patient harm or injury. No additional information was provided.